Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: review of the black box begins on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available total daily dose amounts correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint; the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was 28 mg/dl with loss of consciousness and cognitive impairment. It was reported the patient was treated by emergency medical services and at an emergency room intravenous glucose. The reporter noted the patient resumed pump therapy and the pump¿s settings were not recently changed. Troubleshooting was unable to be completed and no additional information was provided. Several unsuccessful attempts to reach the patient have been made. The complaint is being reported because a device malfunction or use error could not be ruled out as a contributing factor to the alleged serious health event.